Event description:
Olympus was informed that three pts had reportedly experienced either an upset stomach or diarrhea approx 48-72 hours following a procedure. Olympus was also initially informed that a hospital endoscope technician might have inadvertently used an incorrect cleaning solution during the reprocessing of the endoscopes. One pt was said to have been prescribed antibiotics, and the other two were reportedly prescribed over-the-counter medications. The pts were all said to be doing well.

Manufacturer narrative:
Olympus followed up on this report, and the user facility subsequently claimed that no chemical colitis occurred, and that only the correct cleaning solutions were used. An olympus field service engineer visited the user facility, and verified the facility's automatic endoscope reprocessor to be working appropriately. An olympus endoscopy support specialist has been dispatched to the user facility and conduct an in-service training for user facility personnel on appropriate reprocessing. None of the devices referenced in this report were returned to olympus for evaluation. If the device is received at a later date, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution. Reference MFR report numbers 8010047-2009-00206 and 8010047-2009-00208 for the other reports related to this event.